Event description:
A peritoneal dialysis (pd) patient experienced a leak from a transfer set, ¿by the twist clamp.¿ subsequently the patient developed peritonitis. The cause of the leak was unknown. The nurse reported there was nothing unusual with the transfer set. The patient was hospitalized for another indication and was being treated with intraperitoneal vancomycin for the event. The transfer set was replaced. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.